Event description:
Home patient (hp) reports pt line of homechoice set became disconnected from transfer set during automated peritoneal dialysis treatment. Hp ended treatment at that time and was instructed by baxter tech to notify rn. No pt injury or medical intervention required per relative of hp.